Event description:
It was reported that, "when the head trial was placed on the trunion, it cracked."

Manufacturer narrative:
At the time of eval, the reported event cannot be confirmed with the limited info provided. No device info, such as catalog number and lot ID, were provided for investigation. Add'l info pertaining to the device referenced in this report was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.